Manufacturer narrative:
Gambro tech dispatched and reported that the acetate and bicarbonate conductivity were out of spec. He calibrated them and the machine was authorized to be returned to service without further problem. No other service performed.